Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittently the system's left monitor failed to display an image. There are no reports of pt injury or death associated with this event.